Manufacturer narrative:
Follow-up # 2 ¿ (10/29/2014). The patient¿s test strips have been returned on 9/18/2014 and evaluated by lifescan product analysis on 10/16/2014 with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. In addition, a secondary issue was noted when the test strips were found to have results greater than +50% of the control solution when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging their onetouch verioiq meter gave an error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported for the last week, she has consistently been getting an error 4 message and has been unable to test. The patient manages her diabetes with diet and exercise and confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of ¿feeling weak, dizzy, lightheaded and tired¿ on (B)(6) 2014 after the product issue began. The patient reported that no treatment was received due to the product issue. At the time of troubleshooting, the cca confirmed that the patient¿s technique for applying the blood to the test strip and for cleaning the puncture site was correct and that the sample was completely drawn in by the test strip. The alleged issue remained unresolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions.

Manufacturer narrative:
Follow-up # 1 ¿ (07/07/2014) device evaluation:the lay user/patient¿s products have been returned on 09/08/2014 and evaluated by lifescan product analysis on 09/12/2014 with the following findings:error message is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.